Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield r-wave oversensing on the atrial channel. Technical services ts recommended programming options. This pacemarker remains in service. No adverse patient effects were reported.